Event description:
Arthritis in their right hip. Patient had synvic one in their right hp on (B)(6) of 2016, then got another inject in 2017. Had an issue with their left knee, started in (B)(6). Was taking regular synvisc the shot once a week for 3 weeks. Last shot on monday the (B)(6) and started to have an adverse reaction on the (B)(6). Frequency: weekly. How was it taken or used: injection into knee.